Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited oversensing which resulted in greater than two seconds of pacing inhibition. It was reported the patient is intermittently pacer dependent. Noise was able to be recreated in clinic. Sensitivity was reprogrammed to mitigate the oversensing. A message was later observed to check the lead. All measurements were acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored for additional dropped beats. Records indicate this device and lead remain in service. Should additional information become available, this report will be updated.